Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The hcp reported to the MFR that the pt had developed a granuloma at the tip of the catheter placed at t12-l1. The pt had progressive focal neurological signs four months after implant, including left leg spasms and left leg weakness. The pt's last pump refill included morphine 60mg/ml, fentanyl 14,000mcg/ml at 12,200mcg/day, and bupivicaine 5mg/ml. The pt had a return of baseline level of pain. A catheter contrast study showed a granuloma occluding flow. The catheter was moved from the granuloma and the pt experienced some pain relief, followed by increased pain and focal neurological signs. The pt was also febrile and a csf culture was performed, results unknown. The pt went for exploratory surgery. Further info has been requested but not yet received. A followup report will be sent when further info is received.